Event description:
A button/power issue was reported with the adc device. The reader responded slowly when the touch screen was pressed and as a result, the customer experienced dizziness, requiring third-party administration of juice for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The returned reader was investigated. The reader was visually inspected and observed damaged reader. Although glucose results may be delayed, blood glucose could be determined by alternate means, including use of another blood glucose meter, seeing a physician (as recommended in product labeling), or by seeking treatment at a health care facility. The issue is not confirmed to use. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
An extended investigation was performed. Visual inspection was performed on the returned reader and the casing around the home button was observed to be cracked which is consistent with the reader being dropped. Returned reader was observed to power on with button press. Therefore, this issue is not confirmed to use due to the damage observed to the returned readers casing. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A button/power issue was reported with the adc device. The reader responded slowly when the touch screen was pressed and as a result, the customer experienced dizziness, requiring third-party administration of juice for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the freestyle libre reader were reviewed and the dhrs showed the freestyle libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A button/power issue was reported with the adc device. The reader responded slowly when the touch screen was pressed and as a result, the customer experienced dizziness, requiring third-party administration of juice for treatment. There was no report of death or permanent impairment associated with this event.